Event description:
It was reported that the pump and the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.